Event description:
It was reported that the 2800 system had an intermittent table motion error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The eeprom on the motron board was reset during the svc call. The system was tested and found to be working as intended and put back into svc.